Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a decreased threshold and non-capture, post implant of the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: dtbb2d4, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. Product ID: 5554-53, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).